Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen) (B)(4). Note: on follow up on (B)(6) 2017;customer`s condition has improved. She is no longer experiencing symptoms. No treatment was performed at the hospital. The customer was discharged the same day.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 120 -135mg/dl fasting and 190-198mg/dl non-fasting. The customer did report symptoms of dry mouth and increased thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen.. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: result 1 :494mg/dl date:(B)(6) 2017 time:11:27pm fasting, result 2 :459mg/dl date:(B)(6) 2017 time:1:04pm fasting, result 3 :hi mg/dl date:(B)(6) 2017 time:3:22pm fasting, result 4 :450mg/dl date:(B)(6) 2017 time:9:55pm fasting, result 5 :509mg/dl date:(B)(6) 2017 time:4:36pm fasting. Customer is concerned with hi results. Customer states that her blood sugar reads high and hi. Customer went to the doctor's office (B)(6) 2017, doctor sent her to hospital, at the hospital her blood sugar was 400mg/dl non-fasting. The physician increased the dosage of metformin. They are waiting on her lab results.